Manufacturer narrative:
The customer indicated the patient was born in 1965. Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 patient tested for sodium (na), chloride (cl) and thyrotropin (tsh). The tsh results were erroneous. The erroneous results were reported outside of the laboratory. The initial tsh result from an aliquot from the modular pre-analytic (mpa) system was 32.4 uiu/ml. This result was reported outside of the laboratory. On (B)(6) 2016 the sample from the primary tube was repeated and the result was 1.69 uiu/ml. A corrected report was provided to the physician. No adverse event occurred. The tsh reagent lot number was 12443300 with an expiration date of 08/31/2016. It was noted that the customer used 13 mm tubes without rack adapters. The field service engineer (fse) visited the customer site and checked the system. No cause for the issue was identified. Since calibration and quality controls at the customer site were acceptable, a general reagent issue can most likely be excluded. It was noted that the customer should be using rack adapters with 13 mm tubes. A specific root cause could not be identified. Potential root causes may be related to electromagnetic interferences, pre-analytics, or instrument service and/or customer maintenance issues.